Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to emergency room for hyperglycemia and diabetic ketoacidosis on (B)(6) 2020 at 12:00 pm. It was reported that the customer had high blood glucose levels of 33.3 mmol/l at the time of incident. It was reported that the customer experienced symptoms related to the high blood glucose levels which included ketones in blood and vomiting for four days. It was reported that the customer was treated for high blood glucose with intravenous fluid of intervena and the insulin pump. It was reported that the customer assumed that she had an infection and gave herself antibiotic. Troubleshooting was performed. The customer reported that there were no site issues and no leaks were noted. Product is not expected to return for analysis.